Manufacturer narrative:
This report is submitted on june 21, 2022.

Event description:
Per the clinic, the patient experienced a skin necrosis, an extrusion of the device and an infection (pus formation) that was treated with IV antibiotics. The device was explanted on (B)(6) 2022. It is unknown if there are plans to re-implant the patient with another device.